Event description:
The pt underwent a spinal procedure and drains were inserted between the thoracic spine and lumbar vertebrae. Two hours later it was reported that the drainage was blocked by a hematoma and the drains were removed and replaced with two drains connected to two reservoirs. The next day it was noted that there as no drainage. The pt underwent surgery again to remove a hematoma and a penrose drain was inserted for 3 days, which drained blood and exudate. The wound was then closed. The pt reportedly continues to have foot-drop of the left foot.